Manufacturer narrative:
Concomitant medical products: enlw1616c120ee, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. There was moderate right iliac and left iliac tortuosity. There was 50 percent stenosis in the left iliac artery. It was reported that, approximately six years and six months post index procedure the patient presented emergently with sudden onset of left calf pain. The patient was given intravenous heparin and was transferred to another facility. Upon arrival at the new facility the patient had paraesthesias to the knee. Additionally, the patient had difficulty moving their foot. The patient had peripheral ischemia. The patient had palpable pulses on the right side and a palpable crossover graft in the left groin. However there was no palpable pulse distally. The physician elected to redo the left groin incision for the vascular graft. The physician then elected to perform a left femoral artery endarectomy with a bovine pericardial patch angioplasty, an embolectomy, a thrombectomy, and a 4 compartment fasciotomy. The patient required in patient hospitalization and the event was resolved. The investigator assessed that the event was related to the device and not related to the procedure.

Manufacturer narrative:
Corrected information: sex, date of birth. Information is provided in the future, a supplemental report will be issued.